Event description:
My sister purchased a fetal doppler (facelake fl-100b heartbeat baby monitor sound listening tool, listening to the sounds your baby makes) on (B)(6). Upon using the device on my wife we immediately realized that the device was malfunctioning and started heating up and burned my wife's tissue around the belly. We immediately stopped using the product and sought medical attention. We went to a nearby hospital and the specialist on duty strongly advised against the use of facelake fl-100b heartbeat monitor and asked us to proceed with a report on this website. The doctor also advised us about the potential hazard of this product and harm it can cause. He also indicated that this was a professional product only designed to be used by a licensed practitioner and shouldn't have been sold without a prescription. Only then we realized that this is a prescription medical device. The burn was minimal and the doctor stated that this is not normal with a fetal doppler and shouldn't happen. He wasn't sure why this caused a burn. I am not sure why (B)(6) is selling these products and makes it readily available to the public without doctor's consent. (B)(4).